Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No moisture damage on electronic assembly. No frozen screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 252 mg/dl at the time of incident. The customer stated that they treated the blood glucose by bolus. The customer stated that the screen froze. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.